Event description:
Additional info received 5/21/97 indicates on 1/25/96 the entire device was removed from the patient due to "the left proximal portion of the cylinder where the rear tip extenders connect was snapped off and there was a slow leak at the area of the cylinder."